Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for a complete pump reset, and the caller will reset the pump at their convenience, with plans to follow up if the issue continues.